Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported an event where the tip loosened to the point of falling off. This event occurred during sculpt at the beginning of the procedure after the incision had been made. The tip was exchanged out and the case was completed without any harm to the pt.